Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor error for over 3 hours after which they experienced a hypoglycemic event. While the patient was without cgm readings, they experienced loss of consciousness. An ambulance was called by the patient´s daughter. The patient was treated with intravenous sugar water and was brought to the hospital. No further treatment was reported to be needed but it was not known how long the patient was at the hospital for. At the time of the report the patient was stable. A review of performance data shows that the patient's estimated glucose values were at or above target range around the alleged time of the incident, with no brief sensor issue or similar issue observed at all during this time. From 8:00 am to 4:00 pm on (B)(6) 2025, the patient's egvs ranged from 113 mg/dl at the lowest point to 275 mg/dl at the highest point. Although some brief sensor issue was observed on the alleged incident date, these instances did not occur near 12:00 pm when the hypoglycemic event reportedly occurred, and they did not last over three hours as alleged by the patient (the few periods that were observed lasted from five to 30 minutes). Thus, inaccurate estimated glucose values have been determined to be the most likely root cause of the hypoglycemic event. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025, it was reported that the patient experienced a sensor error for over 3 hours after which they experienced a hypoglycemic event. While the patient was without cgm readings, they experienced loss of consciousness. An ambulance was called by the patient´s daughter. The patient was treated with intravenous sugar water and was brought to the hospital. No further treatment was reported to be needed but it was not known how long the patient was at the hospital for. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.